Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that their insulin pump was alarming weak battery. Customer states that they received the alarm while priming and was able to troubleshoot the device themselves. Customer declined further troubleshooting. Customer's blood glucose level was 453 mg/dl at time of reporting. Customer's mother explained high blood glucose levels were caused by testing right after her son had ate. Nothing further reported